Event description:
It was reported that during a hospitalization for an unrelated condition, a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapy was withdrawn. The patient was still in the hospital and recovering from the event of peritonitis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12l07031, h12l18046, h13b19035, h13c07061 and h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).